Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, an intellanav mifi oi catheter was selected for use. While manipulating the catheter, the physician noted fluid on the table. While investigating the proximal handle a leak in the tubing was found. The pump was put into flush mode and the leak was more evident. The issue was noticed at 2ml/min and exasperated at a flush of 60ml/min. The issue was resolved by exchanging the catheter. The procedure was successfully completed with no patient complications. The device is expected to be returned.